Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010; inratio: 2.5, 2.5; lab meter: 4.0, 4.3. Testing done within 5 minutes of one another on different fingers. Patient therapeutic range is 3.0-4.0.

Manufacturer narrative:
Investigation pending.